Event description:
It was reported that toxic anterior segment syndrome (tass) was observed at the post-operative exam following li61 lens implantation. The lens remains implanted in the patient's eye. No additional information was provided. Additional information has been requested. Please reference MDR # 1119279-2013-00215 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.